Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 04/14/2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked along the side.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.